Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer did troubleshooting. First they checked the ventilator with proper patient tubing and test lung and found that the ventilator is giving xdcr fault. Then checked and crosschecked flow sensor, exhalation valve body, and diaphragm and also cleaned pressure sensing line. After that, they checked and replaced internal pneumatics tubing, but still problem was not solved. Next, crosschecked power supply assembly and blender pcb still problem not solved. Then performed the transducer test of exhalation pressure, turbine diff pressure, & exhale. Diff. Pressure and found that the turbine diff pressure failed. Then crosschecked with working main pcb with kit and found that the machine is working satisfactorily without any alarm. Finally, performed transducer calibration and found that the turbine pressure transducer failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed xdcr fault. There is no patient involvement associated with this event.